Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The low reservoir alarm was set to 20.0 units. Device properly alarmed low reservoir with 20.0 units remaining in the insulin pump status screen. A test battery was removed and reinserted with no failed battery test alarm noted. Device had intermittent button response on the esc button due to flattened dome switch. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. With the motor fully extended, the unit was able to completed the rewind test. No drive motor anomaly or rewind anomaly noted. The motor was tested outside of device and passed. Device had minor scratched display window. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump buttons was not always respond when first pressed. Customer¿s blood glucose was unknown at the time of incident. Insulin pump was slower to rewind and unexplained random no delivery alarm also not getting warning when reservoir is low. Insulin pump had big scratch on the screen from battery and rejected new batteries. The insulin pump will not be returned for analysis.